Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received rf pic failed self test. The customer¿s blood glucose was 131 mg/dl. Customer reported that they received insulin pump had beeping. Customer reported that they were able to clear the alarm. Customer also reported insulin pump did not require rewind. Customer stated that the insulin pump error occurred second time. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer refer to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no rf pic failed self test noted.